Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the stim turning on/off while adaptive stim was on and noted that when they turn adaptive stim off they can manually control the device better. The patient noted that they had an appointment coming up with their hcp to address the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
He consumer reported that she met with a manufacturer representative for programming and set up adaptive stimulation. The patient stated she noticed a problem almost immediately when leaving the clinic. The adaptive stimulation was going on/off by itself and sometimes stimulation would be strong and then shut off. The patient mentioned the positioning was not correct so that while driving it said they were reclining. The patient mentioned a fall after leaving the clinic. The patient shut off the adaptive stimulation and was using the device manually. The indications for use were spinal pain and failed back surgery syndrome.